Event description:
It was reported that the patient presented to the emergency room after they received inappropriate therapy due to oversensing and noise on the right ventricular (rv) lead. While in the ER, they continued to receive additional shocks until a magnet was placed on the device. Detections were disabled, the lead remains in use, and a lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Lead noise present on multiple episodes stored egms occurring on (B)(6) 2014. Concomitant medical products: a 5076-45 lead. A 419488 lead, implanted (B)(6) 2004. (B)(4).